Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer dropped the pump and the touch screen became cracked. Customer has difficulty interacting with the pump touch screen and navigating through tasks on the touch screen due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.